Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports a surgeon being burned during a procedure by a light cable with a split in it. On 1(B)(6) 2015 or manager reports the surgeon had a 2nd degree burn, 3-4 " in diameter in the middle of his back. The burn was treated with silvidine and bandage applied. Burn blistered and oozed for about 3 days.

Manufacturer narrative:
02/10/2016 integra investigation completed. Method: device history evaluation. Results: failure analysis - multiple attempts were made to contact the customer for additional information and possible return of suspect product for failure analysis. Device history evaluation - nonconforming product report / nonconforming material report history: ncmr issued 08/08/2014 for the following reasons: 1pc burnt and smoked. Other ncmrs issued on 10/20/2015 for the following reasons: unit emits a strong electrical odor when power is on lamp and illuminated. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Complaint history for parts associated with mlx: there are 16 associated complaints reported for this product/complaint. Corrective action preventive action history: issued for the following reasons: when one of the thermistors used to sense air temperature is opened, the lamp fan is turned off but the light remains on. This results in the lamp overheating and failing. Overheating may cause plastic around lamp to melt. This could result in noxious fumes and smoke. This was discovered during single fault testing at an electrical safety test lab. One also CAPA issued for the following reasons: during inspection testing the unit emits a strong electrical odor when lamp is illuminated. Repair history: none. Conclusion: given that no product returned for failure analysis/ evaluation there was no confirmed product malfunction.